Event description:
It was reported that the patient sought medical intervention after wearing the pod longer than 48 hours and upon removal, the cannula remained inserted into the tissue at the infusion site and it had to be removed by a doctor. No other information was provided on this event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received deployed. Inspection of the device discovered a shortened soft cannula. The overall length of the soft cannula measured out to be 0.829", which is out of specification. Fluid was not able to properly flow through and complete the fluid path due to the damage created by the tear, the damage which removed the distal tip and cross drill of the soft cannula. However, the downloaded data did not show any timeouts or drive stalls that could indicate a failure of the device to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined.h6 - adverse event problem, medical device problem code changed from insufficient information to material split cut or torn.